Event description:
It was reported that the customer's insulin pump was beeping, but the alarm was not displayed. It was stated that the customer was not responding to any command, and the battery was changed without results. The customer's glucose level rose to 4.7mmol/l. It was stated that it seems the insulin pump was not delivering insulin for a period of time, which it was harmful to the customer's health. It was stated that the insulin pump was changed and the customer's glucose level decreased rapidly. No further information was provided.

Manufacturer narrative:
The insulin pump had blank display due to moisture damage on electronics. Unable to verify occlusion test due to blank display. No audio beep anomaly during testing noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.